Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the shoulder harness to resolve the issue. The system was tested and verified to be working as expected following the product replacement. The shoulder harness is a field scrap part and will not be returned for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, they had several errors 23103 on universal surgical manipulator (usm) 4. The site disabled usm4 to complete surgery as planned. The technical support engineer (tse) checked the logs that confirmed the error, followed by error 23105, pointing to the axis 3 (extra elbow) on set up joint (suj) 4. The tse asked the customer to hard power cycle the system and move usm4 and the error reappeared. Usm4 was not usable so the tse guided the caller to set up usm4 in parking position. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem occurred at the start of the procedure and the operation of the system was checked upon start-up. The system was able to initially start-up without errors.